Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument made contact with an unspecified instrument, causing pieces of the instrument to break off and fall inside the patient. While there was no report of any patient harm, the broken instrument pieces were not retrieved from the patient.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument collided with an unspecified instrument, causing fragments from the tip of the fenestrated bipolar forceps instrument to break off and fall inside the patient. The broken instrument fragments were not retrieved. The planned surgical procedure was completed and there was no report of any patient harm. Intuitive surgical, inc. (Isi) made an attempt to follow up with the initial reporter regarding the reported event, however, no additional information was obtained as of date of this report.